Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. CAPA # 9743815 has been opened for this failure. Two photo samples were received for evaluation. Visual inspection noted the following: one photo shows a sticker for a small right chest pad with lot number ngkp2761. One photo shows the hydrogel layer peeling from the right chest pad while adhered to the patient. The hydrogel layer is bundled together where it had been removed from the patient, and the foam can be seen separated from the hydrogel layer where the pad had not yet been removed. Some blue foam from the pad can be seen stuck to the hydrogel where it had separated. The sample does not meet specifications. The labeling is found to be adequate. Per the IFU: place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hydrogel layer peels off torso arctic gel pads. It occurred during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hydrogel layer peels off torso arctic gel pads. It occurred during use.